Event description:
Report 1 of 2: it was reported prior to using bd vacutainer® acd solution a blood collection tubes, an unspecified amount of tubes were broken and others had foreign matter inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received samples from catalog 364606, specifically from lot numbers 5225442 and 5136452, for investigation. Among the materials provided, a total of 100 samples and 17 photos were submitted. Evaluation of the photos revealed broken tubes and foreign material that appeared to be a broken piece of glass. However, no photos were received showing the tray or the case in which the product was packed. The 100 retained samples from both lots were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5136452, for the indicated failure modes: damaged and foreign matter - non-biological. This complaint has been confirmed for the lot 5225442, for the indicated failure modes: damaged and foreign matter - non-biological. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.